Manufacturer narrative:
The device was evaluated after the event and no malfunction was found. During the interview with lift dealer, it was clarified that the husband stated that he disassembled the lift as his wife fell while using it. He believed that this was the only way remove the wife from the lift. The husband is elderly and was always told to wait for the caregiver to use the lift. When the event occurred the caregiver didn¿t show up. As the wife had to go to the bathroom, they went ahead and used the device. It was reported that the wife fell while standing and was unable to get out of the lift. The husband disassembled the lift to get her out. As a consequence of the event, the wife cut her leg. The injury required stitches, it was confirmed that no fracture was sustained. The customer (husband and his wife) and their adult children are aware that husband should not use the lift on his own. However, the caregiver in this family cancels visits quite regularly. The family wants to move the wife to a long-term care facility rather than the nursing home where she currently resides. The arjo's representative advised that only qualified personnel can use sara stedy device. The instruction for use for sara stedy device (001-12325-en rev.9) states: "sara stedy must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines in the instructions for use. "Warning: to avoid injury, a full clinical assessment of the patients condition and suitability must be carried out by qualified personnel before attempting to use sara stedy." To sum up, it has been established that a floor lift was used for patient handling at the time of the event. No device malfunction was found. The complaint was decided to be reportable due to the allegation that the patient fell during the transfer.

Event description:
The customer reported that the husband was transferring his wife using sara stedy lift when something broke. They were claiming a weld. The wife fell out from the device. Initially, it was reported that the wife suffered a fractured leg, but later it was clarified that she sustained only abrasions and cuts which required the stitches. The wife was kept in the hospital for observation.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
Initially, the customer reported that the husband was transferring his wife when something broke, they are claiming a weld. The patient fell out from the device. Initially it was reported that the patient suffered a fractured leg, then later it was reported that the patient sustained only cuts and abrasions but was kept in the hospital for observation. During the conversation the family clarified the lift may not have broke and the husband may have played with it. The man is 80 years old so maybe some cognition issues. The device was evaluated after the event and no malfunction was found.